Event description:
Attorney alleges that the patient's physician performed a further surgical procedure to allegedly remove the remaining parts of the occipital nerve stimulator that he had failed to remove during the explant procedure conducted two years earlier. As a direct and proximate result of the procedure, the patient experienced immediate paresthesia of the fourth and fifth digits of the left hand and weakness immediately after the second removal surgery.

Manufacturer narrative:
Product ID 377760, lot# j0564195v, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v000188, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID, neu_tlock_anchor, product type accessory product ID, neu_tlock _anchor, product type accessory product ID, neu_passing_elev, product type accessory product ID, neu_passing_elev, product type accessory.